Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed and showed high alarm displayed: cassette not attached properly. Functional testing was performed. The downstream occlusion (dso) sensor seal was worn, and the sensor was contaminated which resulted in the reported issue. The dso sensor was replaced to resolve this issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a cassette not attached error. It is unknown if there is patient involvement.